Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located on the proximal mid left anterior descending artery. A 3.0x24 synergy¿ drug-eluting stent was implanted to treat the lesion. The patient was given angiomax and effient. However, 20 minutes post procedure, there was stent thrombosis. The thrombus was aspirated and post dilation was performed. No further complications were reported and the patient's status was fine.